Event description:
An aneurx stent graft system was implanted in the patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported that a follow up CT revealed a type iii endoleak, fabric in the aneurx stent graft bifurcate. Approximately nine years and six months post index procedure, the physician elected to reline the aneurx bifurcate and implant an endurant limb on the right and left side of the bifurcate. After the two endurant limbs were implanted, the endoleak was resolved. Per the physician, the cause of the type iii fabric was unknown. No additional sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.